Event description:
It was reported that during set-up, the patient interface had no response. There was no patient involvement.

Manufacturer narrative:
H3: it was found in the analysis that the pi had no stim response in channel stim1. The fuse was broken. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model : xom unk nim3.0, product description: unk. Prod. ID/ nim 3.0, serial number: unknown h6: fdd a0908, fdm b17, fdr c20, img g02030 and fdc d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.